Event description:
Related manufacturer reference number: 3006705815-2024-02442, related manufacturer reference number: 3006705815-2024-02408. It was reported that patient has high impedances and patient is experiencing shocking at ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patients lead wrapped around ipg and the other lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein leads were explanted and replaced, and the ipg was implanted deeper to address the issue.